Event description:
It was reported that the patient presented in clinic for follow-up, high out of range hv lead impedance was noted on the rv lead. The physician elected to explant and replace the lead. The procedure was completed without any procedural complications.

Manufacturer narrative:
A partial lead was returned for analysis in six pieces. Internal insulation abrasion was noted from 0.0cm to 0.6cm from the referenced end on one of the middle pieces measuring 6.5cm. The etfe coating was intact. Internal insulation abrasion was noted from 0.0cm to 0.7cm and 2.0cm to 2.1cm from the referenced end from another one of the middle pieces measuring 5.6cm. The etfe coating was intact. Internal insulation abrasion was noted from 3.0cm to 3.8cm from the reference end from another of the middle piece measuring 12.5cm. The etfe coating was intact.

Manufacturer narrative:
Correction: the supplemental report submitted on 10/08/2018 under MFR number 2938836-2018-07925 should have been submitted under MFR number 2938836-2018-07924 as a supplemental report.

Event description:
New information received states that externalized conductors and lead fracture were noted on the right ventricular lead during procedure. The patient tolerated the procedure well.